Manufacturer narrative:
Natus tech support requested that the customer provide intensity measurements and photometer used. Customer was also advice by techs support to adjust the output using the potentiometer on the device to bring the intensity to within specifications. No further response was received from customer after several attempts to get status on the device. No further investigation possible.

Event description:
Customer reported on (B)(6) 2017 that their neoblue 3 unit was not outputting the desired light intensity and that the middle section of the led board was failing to illuminate. The customer provided a photo of the powered led board, but the only leds that were unlit were the red target light leds. The target light leds are only intended to illuminate when the target light switch is engaged. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.